Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(4), UDI#: (B)(4). Analysis of the recharger ((B)(4)) revealed that the complaint was unverified. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was seeing the thermometer info screen on their recharger. The patient stated that a little less than an hour into the recharger charge session they began to feel warmth/hot and pain at the pocket site so they looked at the screen and saw the thermometer screen. The patient stated that they stopped charging and let it cool down. The patient stated that they had never seen this before. The event occurred on (B)(6) 2020. They called back on (B)(6) 2020 stating that she received the replacement part and the letter decided that she would charge the ins last night and answer the questions today, and that the mailed her responses today. The patient stated that when she recharged the ins yesterday, after about 45 minutes of being on the charger it again started overheating, so this is twice in a row now. Patient services clarified further with the patient and they confirmed that it was the insr antenna paddle that it was overheating. The patient stated that also the battery pack itself becomes red, sore, warm, and tender. They clarified that they were was referring to the ins site. The patient responded via letter on (B)(6) 2020 clarifying that the charger was getting warm causing the implant site to also get warm, sensitive and red. They used it again last evening and the same thing happened again after 45 minutes of charging time. They also used the spacer and sticker and it still overheated. They were unsure of the cause as it was the first time it happened, though it happened again yesterday. They were to follow up again if it occurred again, so to resolve it they were going to call in to have their external device replaced. No further complications were reported/anticipated.